Manufacturer narrative:
This report is submitted on february 18, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown at the external magnet site due to the magnet being too strong. The skin breakdown was treated with oral and topical antibiotics. The implant remains in-situ. Clinical management is ongoing.